Event description:
It was reported that the system controller was not recording alarms in the system controller alarm history display. The site attempted various alarms conditions without success. Per the site, it would store an alarm and then the alarm would disappear from the 6 alarms stored on the system controller. The controller was tested with extended times (>30 seconds) with one battery and only one showed up as an alarm. The system controller was planned to be returned for evaluation, indicating exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.